Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type: lead, product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported that he met with a manufacturer representative (rep) about a month ago at hcp office and she tried to adjust the stimulator a bit. The patient said the ins was working well as far as keeping him on his feet but it wasn't doing well for the pain in his back. The patient said programming did help but for the last week whenever he tried to increase stimulation on group b or c he gets the error code "settings not available, cannot provide desired intensity settings" whenever he tried to increase stimulation. The patient said he didn't have this error code come up for him on group a. The patient said he made the rep, aware of this yesterday and was told to call patient services. The patient was redirected to their healthcare provider to further address the issue. It was reviewed that the settings not available issue comes from ins itself and would need to be resolved with reprogramming. Patient services reviewed to ensure that ins battery was fully charged. It was reviewed controller is working as expected. The patient said he didn't have another hcp appointment for about 3 weeks but that he would call rep to work something out. Additional information was received from the patient. It was reported that he had a problem that started about 3 weeks ago now, he was told, nothing could be done he would have to wait till he got to his next appointment which was not till the end of this month (february) and he experienced 2 plus weeks of his system being down. The patient said ispine called to set something up 2 weeks ago and the patient expected everything to be all set, he got there waited over a half hour and found out the rep was not coming which really ticked him off. Fortunately he spoke with tandy (the patient may have said: candy or sandy but he was too escalated to clarify) over the phone and she was able to talk to him so that he could fix it over the phone which right now seems to be working all rightbut he wonders why in the heck it could not have been done over the phone 2.5 weeks ago, so he would not have had to go without it working for that long. Additional information was received from a patient via a manufacturer representative (rep). It was reported that the patient was not able to adjust programs up for groups b <(>&<)> c due to a program in each group using the #1 electrode. An impedance check found 0 <(>&<)> 1 electrodes >40,000 ohms. No environmental, external or patient factors were noted to have led or contributed to the issue. The patient was reprogrammed around the high impedance electrodes and the patient was able to adjust stimulation again. The issue resolved.